Manufacturer narrative:
Field service was not performed. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock. It can be concluded that the wire fire from the failure identified pose low risks of discussed harms. A supplemental report will be submitted if and when additional information is obtained. Customer replaced the part without our technical assistance.

Event description:
Allergan aesthetics received a report wire is on fire and the on and off switch is loose with the coolsculpting unit. There was no patient or provider safety impact.

Event description:
Allergan aesthetics received a report wire is on fire and the on and off switch is loose with the coolsculpting unit. There was no patient or provider safety impact.

Manufacturer narrative:
H11 - corrected data: d1.